Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for routine generator change. During the procedure, an insulation breach was noted on the right atrial lead near the header of the old generator. The lead was capped and replaced on (B)(6) 2018. Patient was stable before, during, and after the procedure.